Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted they were having problems with their "unit" because they had to shut it off. In addition, they were using a catheter for awhile. They stopped using the catheter after turning the unit back on, but it was "not working". They added that they were having a miserable time because they were urinating every two seconds. They noted they were getting ready to go in for the colostomy reversal surgery and wanted to know what they should do to prepare for the surgery (colostomy reversal surgery is not related to device/therapy). Later on that day, they called back for instructions on how to turn stimulation back on. The call center reviewed patient programmer (pp) functionality and they were able to turn it back on. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient mentioned the device was working very well for them, but they had a colon blow out and an emergency colonoscopy surgery while they were traveling (colon blow out and surgery are not related to device/therapy). The patient turned their device off for surgery but, now their implant is not working for them; they are on the toilet every half hour. They added that they used to feel stimulation at 1.5v, but now they are at 2.2v and can't feel stimulation. Prior to calling, the patient mentioned increasing stimulation. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so it was increased to 2.7v where they reported feeling stimulation. It was reviewed that it takes time for body to respond to therapy, therefore titrations should be discussed with their healthcare provider (hcp). It was also reviewed to follow up with the hcp if the problem does not resolve. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient responded to a letter who noted that they had an ostomy (not related to device/therapy) on (B)(6) 2019 and had to turn their ins off and keep it off for five days for a catheter. The consumer reported that they couldn't get their ins to work when they removed the catheter after changing batteries in their patient programmer (pp) and increasing stimulation. They called into the manufacturing company and the call center instructed the patient to decrease to where they normally had it. After doing so, they felt stimulation in the bike seat area and noted it has worked again since. No further patient complications have been reported as a result of this event.